Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the patient had a motor error alarm during bolus, basal on the insulin pump. The customer's blood glucose level was 700 mg/dl. The customer was assisted in clearing the alarm. The customer does not use he sensor feature on the insulin pump. The customer states they are able to complete the rewind sequence. The customer was advised that the insulin will need to be replaced. The customer decided for now until they know what is up will keep current insulin pump. The customer was advised to discontinue the use of the insulin pump revert to back up plan per healthcare provider instructions.